Manufacturer narrative:
Patient unhappy with symptom relief compared to first system; system explanted and analyzed revealing a broken lead (which would likely lead to high impedances). No issue with ipg. No further action to be taken.

Event description:
High impedance - above 800. Patient reported that therapy was not effective as with first system. The patient reported to the provider that the symptom improvement was not like her first system. Interrogation of the device by the provider revealed an impedance above 800 ohms. Device replacement was recommended. At the time of surgery, impedances: c&2 = 3609 ohms, c&3 = 297 ohms, and 2&3 = 3750 ohms. The surgeon noted that lead 2 (nht) was broken inside the pocket during inspection, while lead 3 was intact. A complete system replacement was performed with impedances within the specified range of 200-800 ohms.

Manufacturer narrative:
Explanted device was sent to enterra medical for analysis, results pending.